Event description:
In 2008, the patient reported that while removing the insulin cartridge from the infusion device the plunger became stuck to the piston rod. This caused insulin to leak into the cartridge compartment of the infusion device. She was instructed how to remove the plunger from the piston rod, and she was advised to allow the infusion device to air dry over night. She was assisted with switching to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.